Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, it was noted that the pulse generator setscrew was stripped and the clicking sound of the setscrew could not be heard when attempting to connect the new lead. The pulse generator was explanted and replaced. The patient was fine post procedure.